Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: tca001074v the actual lead was not received for evaluation. Performance data was collected from the device and analyzed. Low impedance was indicated.

Event description:
It was reported the patient alert tone sounded because of a drop in defibrillation lead impedance, indicative of an insulation breach. The lead was replaced. No patient complications have been reported as a result of this event.